Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6270536. There were a total of nine (9) notifications found during review of the batches. Of these, three (3) [(B)(4)] were completed for defects found with the stoppers; none however were noted to have resulted in a difficult to operate plunger rod. There were zero (0) defects or notifications noted during review of the above batches for any cannula-related issues. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the plunger rod was difficult to move with a bd insulin syringe with the bd ultra-fine¿ needle 0.5ml 31gx5/16 (8mm). No medical interventions.